Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a 5fu cassette was made for the patient, with no obvious signs of malfunction or leak upon compounding (no visible leaks in the IV compounding hood, in the bag containing medication pre-administration, or upon rn administration). The pump ran for approximately 45 minutes before the patient returned to the cancer center, citing a leaking pump. Upon investigation, the cassette was found to be leaking onto the black carrying bag, with evidence of the leak via white powder. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.